Event description:
It was reported that during a prostate treatment procedure, tip rupture occurred after 200,000j and 20:00 minutes of fiber use. The tip of the fiber was not cleaned during procedure. The case was completed with a second fiber. The patient¿s condition following procedure was reported as stable.

Manufacturer narrative:
Analysis of the returned fiber revealed that the tip exhibits no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the product complaint "tip rupure" could not be confirmed. The probable cause for the observed fiber damages was identified as glue failure due to heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.